Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 8fr angio-seal vip was returned for product evaluation. The returned sample included the arteriotomy locator, hemostasis sheath and carrier tube assembly. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. There was a kink found on the shaft of the hemostasis sheath distally next to the 'n' marker on the sheath. The anchor was observed to be in the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed. The device was reset to forward lock position. The anchor was observed to be released from the hemostasis sheath. The device cap was pulled back to set the locking mechanism to rear lock position. The anchor was observed to be posted on the hemostasis sheath tip. A digital force was applied and the collagen, tamper tube and suture released. No functional anomalies were observed. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely root cause is the device not being placed in full forward lock position or an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 17aug2021. A pre-deployment angiogram was performed. Ultrasound was used for puncture.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to update section h3. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Race - white (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the experienced operator was deploying an 8fr angio-seal vip. No problems occurred with device during stages of deployment however during withdrawal the whole device came out. The anchor was seen not to have exited the delivery sheath. Hemostasis was achieved with manual compression. There was no blood loss, and the patient was well. Additional information was received on 09aug2021. The procedure was being performed was an angioplasty and stent via an antegrade puncture. The french size of the sheath inserted in the artery was an 8fr sheath. The procedure was a success. There was no stenosis, plaque, calcium present around the insertion site. The insertion site was below the inguinal ligament. A pre-deployment angiogram was performed, and ultrasound was used for the puncture.